Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture had frayed like wool and broken, so it could not be used. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Three used suture pieces and one empty winding former were received for analysis. The product code n186h is multi-strand and contains six non-needle strands per packet. During visual inspection of the returned samples, the suture pieces were noted to be wavy and frayed. Besides that, the ends of the suture pieces were noted to be cut probably caused by a surgical instrument. In addition, an unusual color could be observed at the ends of the strands. Per the conditions of the returned samples the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.